Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken at the anchor site. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end of the conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding patient's implantable neurostimulator (ins). Loss of stimulation and return of pain was reported. Reprogramming was performed. High impedances were reported. The cause was unknown. Device revision was performed. Leads (explanted) were to be sent back to manufacturer. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.